Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" generated and the patient was being supported by ECG(electrocardiogram) trigger. A pressure bag was attached to the iab. The emergency service specialist had him change the pressure transduce and unplug the fiber optic cable. The arterial waveform was dampened. While the iab pump (iabp) was on standby the customer aspirated 2cc of blood and flushed the catheter. The waveform returned and patient was being supported successfully until therapy was discontinued. There was no reported injury to the patient.